Event description:
It was reported that a novum iq large volume pump did not infuse correctly during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6, and h11: h11: the device was received for evaluation. An event history log review was performed, and an infusion in question could not be identified to confirm the reported problem. A flow rate accuracy test was performed, and the results passed. The reported condition was not verified. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.